Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The 28mm amplatzer septal occluder (aso) was returned to st. Jude medical, in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 10f torqvue loader without any deformities. The device was returned within specifications. The results of the investigation are inconclusive, as we were unable to confirm the performance described during the procedure and the product returned functioned normal during our evaluation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
According to the information received, a 28mm amplatzer septal occluder (aso) was deployed successfully. Shortly after implant, it was observed that there was no aortal rim and the rim on the upper vein was soft. The placement of the aso was found to be deep in the vein. The aso was removed using a lasso device.